Event description:
The customer reported observing fluid under the electrolyte injection cup (eic) of the unicel dxc 600 synchron system while priming the ion selective electrode (ise) module. The customer also reported that the electrolytes failed quality control (qc) after performing the monthly maintenance procedure. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse identified a very small hairline crack in the bottom of the electrolytes injection cup (eic) block and attributed the leak to this crack. The fse proceeded to replace the bottom eic block and no further leaks were observed. Results: failure mode of the event is attributed to a cracked eic block. (B)(4).